Event description:
Patient previously had full revision, impedance measured 2100 ohms post operatively. It was then reported that patient was seen with high impedance >9000 ohms during follow up. Physician stated that patient is experiencing an increase in seizures of about 7 to 10 a day due to diminished efficacy as a result of high impedance, and is suspected to not be receiving any stimulation at all. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.